Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a decrease in hemoglobin (hgb) and was given 1 bag of packed red blood cells (prbc). The patient's stool was hemoccult positive. On (B)(6) 2014, the hgb decreased further and 2 packs of prbcs were given. The patient was reportedly lethargic from anemia. An upper endoscopy was performed and a bleeding site was not found. The patient was stable with a steady hgb level. On (B)(6) 2014, it was reported that there was no more bleeding. Nothing was seen on esophagogastroduodenoscopy (egd), colonoscopy, or capsule study. The patient's hemoglobin and hematocrit levels remained stable. The patient was discharged to home.

Manufacturer narrative:
Approximate age of device - 10 days. The patient remains ongoing on lvad support and no further related events have been reported. A correlation between the device and the reported event could not be determined through this evaluation. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event. Placeholder.